Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer had been filling the cartridge while it was still loaded on the pump. Cts educated the customer to fill the cartridge prior to loading it onto the pump. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.